Manufacturer narrative:
The evaluation of the accessory revealed that the actual piece that broke was the belt retractor housing which provides the adjustment of the strap. The break occurred as the handle came under the load (the patient weight was not provided by the facility staff). The safe working load is specified in the product instruction for use (746-439-ml_8) as 75 kg. The defective handle has the tractability mark showing that it has been manufactured in dec 2007, making the item 13 years old at the time when the issue occurred ((B)(6) 2020). In order to reduce the risk of the patient using the device over its lifetime, the instruction for use warns: ¿the operational life of the strap and handle is five years when used and maintained in accordance with the manufacturer¿s instructions. After this time the complete unit should be replaced¿. Taking into account all the above it appears that this particular failure was the result of prolonged use of the adjustable lifting handle. The failure of the lifting pole was observed during use with the patient and from that perspective, the item did not meet the manufacturer¿s specification. The complaint decided to be reportable in an abundance of caution due to the lifting handle broke off. The appropriate 'component code' from annex g was not found. The reported problem was related to the adjustable lifting handle breakage.

Event description:
It was reported to arjo by the end-user that the patient was using the lifting pole equipped with an adjustable lifting handle and strap to lift himself when the handle broke unexpectedly and fell on the patient's face. As a result, the patient sustained a sore jaw and pain relief medication was administrated.